Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error alarms noted during testing however, pump error alarm (line number 213 file number 30) and pump error alarm are found in the formatted history file due to a software error. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 75 mg/dl. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer also performed self-test and it was failed. Customer states alarm occurred again. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.